Event description:
It was reported to philips the customer was not able to make changes or turn the unit off. It is unknown if the device had patient involvement at the time the issue was discovered. There was no patient or user harm reported. Customer states a note on the unit indicates they are not able to make parameter changes on screen or turn unit off except via power switch and green check. The customer requests on site service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. It was during set up of the device. The manufacturer's field service engineer (fse) was dispatched to the site. Upon arrival, the touch screen calibration modes indicated " bad input detection". As per the manufacturing specifications, this device requires a touchscreen replacement. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards. The removed touch screen assembly was returned to the failure investigation lab (fi). A visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The fi technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue. The resistance measurements and resistance ratio are out of specification. The customer complaint of touch screen being out of specification was verified.